Event description:
Boston scientific received information that this pulse generator displayed a longevity estimate of 5 years remaining in (B)(6) 2010 and then displayed a longevity estimate of 2.5 years remaining in (B)(6) 2010. The local field representative was concerned about the significant drop in longevity estimate. Technical services discussed how the device manages longevity with the local field representative. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.